Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Leak. Possible crack of the catheter. The device will be returned for evaluation.

Manufacturer narrative:
Additional information: the device was returned for evaluation. However, due to the condition of the device as it was received, no conclusion could be drawn. Only a small section of the catheter was returned. The section that was returned had been cut on both ends. Additionally, no lot number information was provided; therefore, a review of manufacturing records could not be performed. No further investigation is possible. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.